Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm absence of no delivery. Customer's blood glucose at time of incident was unknown. Customer stated the pump was not delivering insulin even though it was saying that it was. Customer disconnected the pump and there was no insulin dripping from the end of the tube. Customer also has changed out the infusion set and no delivery alert or alarms. Customer did not call the helpline for assistance.